Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller indicates that they are having a problem with their settings. They don't think they have it set right. They want the stimulation to be hitting more of the bladder because when they change the setting or program, it is very low down in the buttocks. The caller reports that the bowel has been a little wonky and doesn't feel right. They lost all of their original settings several months ago and they never got around to calling. Agent attempted to question caller about "losing settings" and what that meant. The caller reported that they lost the original setting after using MRI mode and never having the MRI anyway. Agent reviewed that upon deactivating MRI mode, therapy should resume where it was set previously. Reviewed that trying programs is a trial and error approach. Caller will maintain stimulation and adjust as necessary. The caller reported that they no longer see the healthcare provider (hcp) on file, but they will go to the same office, they just don't know with which hcp.